Event description:
It was reported the device no longer recognizes the cassette during infusion. There was unknown patient involvement.

Manufacturer narrative:
E1: phone (B)(6) b3, g4, d4: UDI unknown. One device was received for evaluation. Visual inspection found the tamper seal to be missing. Functional testing couldn't confirm or duplicate the reported problem. The cassette sensor was found to be worn and was replaced as a preventative measure. The service history review identified no indication that the complaint was related to a service of the device within the review period.